Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient implanted with a strata valve at pressure-level setting 0.5 went through an MRI scan. After the scan, the patient's pressure-level setting was at 2.5. The physician and his staff could not change the valve back to pressure-level 0.5 with a few different adjustment tools. The patient was ultimately sent home. A day later, the physician was able to adjust the patient's valve back to 0.5 with a different adjustment tool, but the valve was still difficult to reprogram. Later, the patient came back to the hospital two times with shunt malfunction concerns. Both times the work-up on the patient came back negative for a shunt malfunction. However, each time the patient went through an MRI, the valve could not be adjusted easily. The valve was ultimately revised on (B)(6) 2014. The patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.